Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: there was some bleeding, but there were no blood products given to the patient. The bleeding was controlled with thrombin. It is unknown what other method the surgeon used to complete the procedure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired 5 or 6 clips and then the device seemed empty. A second device was pulled and the clips were tear drop shape. The device also fired 5 or 6 clips and then the device seemed empty. A third device was pulled and fired several tear shape clips. The procedure was completed by another method. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and c) were received in good visual condition. Upon cycling each device, they were noted to be empty and locked out. The devices are designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the device "will not fire" (activation of the lock out mechanism). The device has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the device "will not fire" (activation of the lock out mechanism). The device has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k9032c, expiration date: 12/2017, manufacturing date: 01/2013.